Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and pain. Following insertion, the patient experienced pain, erosion and urinary problems. The patient underwent mesh removal on (B)(6) 2011 due to migration of urethral mesh into distal aspect of urethra and vagina.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced trouble urinating, discomfort, urinary tract infections, incontinence, urgency, and urinary frequency.

Event description:
It was reported that following insertion the patient experienced trouble urinating, discomfort, urinary tract infections, incontinence, urgency, and urinary frequency.